Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 4am for a high blood glucose level of 600 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and found that the pump works as designed. The customer was shipped an extra infusion set due to the one that was damaged during troubleshooting. No further information was provided.